Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there were multiple o-ring¿s from previous cartridge¿s on the pneumatic tap. The customer removed the o-ring`s and successfully loaded the cartridge to address the event. Blood glucose level was between 230 mg/dl.